Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a cranial closure procedure, the screws broke whilst trying to place plates in bone. There was a five minute delay to the surgery. The procedure was completed with like devices as there were more sterile kits on the shelf. There was no adverse event to patient. No further information will be provided. It was reported that all parts of the broken screws were removed from the patient. This is report 3 of 6 for (B)(4).

Manufacturer narrative:
Additional narrative: patient information is unknown. (B)(6). Device broke during insertion; device was not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. This complaint is assessed as not related to sterilization. Thus, the documents for the corresponding non sterile were reviewed with the following result: no non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.